Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer believes the pump battery has been depleting quickly. In addition, it was reported that the customer believed the insulin gauge is incorrect. The customer also reported experiencing an elevated blood glucose (bg) level on (B)(6) 2016 of 530 (mg/dl). The customer stated the site was the suspected cause. The customer changed the site and delivered a correction bolus. Troubleshooting for the elevated bg level was unable to be performed as the customer had already changed out supplies prior to the call. The following day the customer reported a bg level in the 200s (mg/dl). The customer was unsure of the possible cause. A bolus was delivered to address elevated bg level. The customer declined troubleshooting at the time of the call. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.